Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was unavailable: can you identify the product code of the evicel application device? Can you identify the lot number of the evicel application device?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. When mixing up the fibrin sealant it had been drawn up into the applicator and when trying to exchange the open tip for the laparoscopic tip the open tip would not come apart from the syringe of the fibrin sealant preparation device. The scrub nurse tried several times to completely unscrew the tip but could not get the device apart. A second fibrin sealant preparation device was opened to complete the operation. No adverse patient consequences were reported. Additional information was requested.